Event description:
Reportedly, during several f/u, oversensing was observed on both atrial and ventricular channels in some recorded episodes. However, thresholds, impedances and sensing are good since implantation. This lead was implanted with a reply dr pacemaker (sn: (B)(4), associated to MDR: 1000165971-2012-00431) and a stelid ii btf26d pacing lead (sn: (B)(4), associated to MDR: 1000165971-2012-00445). The pacing system remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.